Event description:
According to the reporter, the device won't turn on when on battery power only. There were no reports of a patient associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.